Event description:
Pt had an uneventful ptca/stent on (B) (6) 2010 but post-procedure, the perclose device was not removable. Pt had to go to the operating room for surgical removal, repair of femoral artery, sfa embolectomy and a femoral-popliteal bypass graft.